Event description:
Patient reported that device will not prime, but they can hear the motor running. When an attempt to retract the device's piston rod was made, the piston rod would not move. Patient did not report whether or not an error message was generated by the device. Patient's blood glucose was not affected, and no treatment was received. Patient switched to back-up device.